Event description:
While in use on a ventilated patient in the ICU, the device self disconnected from the piece connected to the patient's breathing tube and the piece that connects to the ventilator circuit. This device is connected between the ventilator tubing and patient's ett (endotracheal tube) the catheter is a 2 part item - a 15 flex tube and the actual suction catheter. The disconnection occurred between the flex tube and suction catheter.